Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father reported via phone call, the insulin pump had alarmed button error and he was unable to cleat he alarm. Attempted to resolve with a battery change but anomaly persisted. Customer's father didn't recall any significant events which may have caused the device to alarm. He was advised the device need to be replaced and he agreed to return it for analysis.